Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer called from a possible facility and stated that the left hand side of the horn assembly is bent.